Manufacturer narrative:
No medical records or no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was successfully captured and retrieved using a snare. One filter arm remained embedded in the ivc wall. An unsuccessful attempt was made to capture the detached filter arm which remains in the ivc. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: clot was found at the apex. Two sets of limbs were returned crossed. This will be noted as an incidental finding as crossed limbs were not reported by the user. The filter contained all 6 arms and 5 legs present and intact. The distal portion of a leg was detached and not returned. Approximately 1.9cm of the limb remains attached. The break appears to be clean. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the filter was returned. A filter leg was detached approximately 1.9cm from the apex. The investigation is confirmed for a detached leg. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.